Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to incontinence after some time following the original implant as well as discomfort. A new artificial urinary sphincter 5.5 cm cuff component was implanted in a different area of the urethra. The patient appeared to be doing well after the surgery with no known complications.